Event description:
Event occurred in the united states of america. The customer reported discrepant high tni results with triage cardiac results compared to istat on 3 patients. Patient two: male, 18 years old patient two symptoms: patient has cerebral palsy, no other symptoms noted, caller not sure why tni was ordered. Patient two diagnosis: unknown and was discharged. Medications and concommital conditions not available. No adverse event occurred.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation conclusion: manufacturer tested normal "apparently healthy" donors and a in-house positive calibrator on retains of the complaint lot t14126 and another lot with similar genealogy. Results of testing events indicated the product is performing as expected. Product conforms to release specifications. Manufacturing batch record for the lots were reviewed, the lots met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.